Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the ccm to start the boot up process and stop near completion displaying a "system computer needs service" error message. He determined that the cause of the failure was the printed circuit interface (pci) flex cable. The service repair technician (srt) replaced the pci cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) booted up with a service error message displayed. There was no patient involvement.